Event description:
It was reported that during a single port surgery the jaws of the device broke off and clips fell into the abdomen during usage. The surgeon had to finish the case with the help of another clip applicator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the found that the device (a) was received with one jaw broken at bifurcation. A corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the found that the device (b) was received with one jaw broken at bifurcation. A corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91k1h, expiration date: 06/2016, manufacturing date: 07/2011.